Manufacturer narrative:
(B)(4). Evaluation: results: (dissection).

Event description:
There were 3 endeavor sprint rapid exchange (rx) drug eluting stents implanted overlapping in the distal rca. It is reported that the final angiography showed a dissection just prior to proximal edge of the last stent. The dissection was ballooned and an endeavor stent was implanted to treat the dissection. Investigator has indicated that the event was possibly related to the study stent and probably related to the study procedure. (Ref MFR #s 2953200-2011-00485 and 2953200-2011-00486).